Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a tka surgery, when opening the package of a gns ii cmt tib size 4 left, it was found that instead of it, there was a gns ii cmt tib size 5 right inside. The issue was noticed before handing the implant off to the nurse. The procedure was completed, with a non-significant delay, using a gns ii cmt tib size 4 left back up. Patient was not harmed.

Manufacturer narrative:
D8, d10, h3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device's labels were found to be inconsistent. The labels on the box and the product seal showed different part and lot numbers. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device's labeling was found to be inconsistent. A potential probable cause could be but is not limited to a manufacturing deficiency. The relevant product for this issue is set to return for evaluation via our quality hold procedure. Based on this investigation, corrective action has been initiated. As an update to the rework, are-package procedure will take place as a corrective action to prevent the chance of mixing product in the future. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. H6 (medical device problem code)

Manufacturer narrative:
H7: if remedial action initiated, check type, h9: if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number. H3, h6: the associated device was returned and evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. However, a visual inspection of the returned device shows the labels on the box and the product seal showed different part and lot numbers. The quality engineering team evaluated the event, and confirmed that while the inner tray label matched the device, it did not align with the outer box label or chart stickers. It was determined the root cause of this event was a manufacturing process error, leading to corrective actions including clarification of rework process procedures, an update to packaging inspection protocols requiring 100% inspection, reinforcement of line clearance in rework instructions, and operator retraining to prevent future mix-ups. At this time, we do have reason to suspect that the product failed to meet product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.